Event description:
It was observed during device evaluation that there was foreign material in the air/water cylinder and tube of the colonovideoscope. There was no patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomena were presumed to have been due to a leak, caused by a crack at the s-cover (scope cover), disallowing a proper reprocessing of the device. It is suggested that the user facility review the method of device handling according to the instructions for use (IFU). The suggested events are detectable/preventable by handling the device in accordance with the following IFU: the IFU states the detection method in cf-h185l/I operation manual chapter 3 preparation and inspection. The IFU states the preventative measures in cf-h185l/I reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.